Manufacturer narrative:
Device identifier: (B)(4). The device was returned to the manufacturer for physical evaluation. The evaluation of the returned 00mlx 300 xenon light source found no visible, physical damage recorded from the assessment. No fault was found during functional testing. The reported complaint was unconfirmed; tested within specifications. No repair was required.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A service engineer reported to integra that a 00mlx mlx 300w xenon lightsource was not working properly. The machine was going on, but the bulb is not ¿glowing¿ and making a spark beep sound. It is unknown if there was patient contact, injury or surgical delay. Request for additional information has been sent.